Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock. The patient was slept and woke up with pain in the incision. Possible causes were discussed and troubleshooting options were recommended. The patient presented to the clinic, some testing was performed and sensing looked clean in both the primary and secondary vector. In addition, an x-ray was performed and confirmed full electrode insertion and sound sensing, suggesting that there may have been some latent air entrapment near the coil proximal to the implant that has now dissipated. Reprogramming options were discussed and recommended. Additional information received indicates that the patient experienced atrial tachycardia, causing an inappropriate electric shock. It was noted that the smart pass feature was disabled as well due to low amplitude. The patient was not feeling well. Troubleshooting efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock. The patient was slept and woke up with pain in the incision. Possible causes were discussed and troubleshooting options were recommended. The patient presented to the clinic, some testing was performed and sensing looked clean in both the primary and secondary vector. In addition, an x-ray was performed and confirmed full electrode insertion and sound sensing, suggesting that there may have been some latent air entrapment near the coil proximal to the implant that has now dissipated. Reprogramming options were discussed and recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.